Event description:
My complaint is against medtronic, inc regarding their neurological stimulator. One have had problems with the rechargeable device implanted in my back, connecting to c6 and co. They used the new bifurcated electrode. Surgery was 2006. The problem is that the device does not work correctly. I talked to medtronic engineers and was told that my battery was overloaded and losing regulation. I was instructed to have my medtronic turn off all but 2 of the available 8 contacts to reduce battery load. Instructions were followed and these results wire obtained: 1. I must turn off the device at bedtime to conserve battery power - recharging in this way is needed only every two weeks. 2. When I awake, I turn on the device and pain reduction is significant over my entire right hand. 3. Problem: the pain reduction lasts for several minutes and then diminishes. If I turn off the unit and then back on again, the pain relief returns again for a few minutes. 4. Continual efforts to contact medtronic: the co has completely cut off all contact with me. I am an engineer and understand the problems. However, I am in mostly constant pain and co cannot resolve the problem. I hope that you can force medtronic to recall my implanted device at their expense and replace the device with a bacterized unit sufficient for my needs. My concern is that with the current defibrillator recall, my problem is being overlooked. Incidentally, I have left messages with their reps and with the co customer service reps.